Event description:
It was reported to philips that the image disk space was low, preventing imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.